Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 227 mg/dl and 91 mg/dl, while using the suspect device. Reporter indicated that pt did not modify therapy based on these values. No pt injury was reported and no treatment was rec'd. Quality control testing was not performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.